Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - drill. Visual examination of the returned product identified two alliance modular center post reamers were returned. As returned, the end of the cutting feature is cracked on both devices. Material hardness and product identifiers are conforming to print specifications. Wear & tear is seen that indicates repeated use. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2024 -00853. G2: foreign: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured during the procedure. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.